Event description:
Procedure type: sigmoid resection. According to rptr: the pt had an anastomotic leak on post-operative day 6 and the pt was returned to the operating room. The anastomosis had almost completely disrupted, but the tissue itself was very healthy in appearance. There was not any unanticipated blood loss reported.

Manufacturer narrative:
(B)(4).